Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd arterial cannula leaked on (B)(6) 2025, 10:00 a.m. This disposable medical device is used for intracerebral hematoma removal in a brain hemorrhage in the right basal ganglia region under a microscope. After the nurse inserted an arterial indwelling needle into the patient, the switch could not be closed (there was blood flowing out). The same fault occurred again after the operation was repeated. The arterial indwelling needle of the same batch was replaced and reinserted for normal use, resulting in a second puncture of the patient. There was no joint use of weapons.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.